Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he had 2 incidents of leaking cartridges while using lot # b201582. He noted that he experienced mild bg elevation with both cartridges, but was able to correct without medical intervention, as he checks his bg every 2 hours. The patient stated that he was asymptomatic with both incidents. He reported that he noticed insulin in the cartridge compartment when he went to change the cartridge on both occasions. The patient could not determine which end of the cartridges was leaking.